Event description:
Patient reported they are having occlusion issues. They are unable to bite through foods. Their teeth move during the day and are now loose. They also reported that they have developed large lesions in their mouth where their mucous membranes touch the aligners. Every time they wear the aligners they get new lesions. They have an immune system disease and their rheumatologist has prescribed steroids and altered medications but it has not helped. Their doctor told them to stop treatment immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.